Event description:
The micro reciprocating saw was returned for repair. Upon evaluation at the manufacturer, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.